Event description:
Customer alleges discrepant result with meter compared to lab: date: unknown, inratio: 4.0, lab: 1.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: unspecified, inratio: 4.0, reference: 1.4, mean: 2.7, confidence limits: 1.7 - 3.8, result: fail. Reported results are outside of the determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. No strip lot info provided. No product associated with the complaint is expected for return. No further investigation is possible. Analysis of the client's data from inratio and reference tests revealed that the test result comparisons did not meet accuracy criteria. No lot number was provided and no product was returned for investigation. Unable to perform further investigation without additional info. Using incorrect technique, such as multiple blood drops and incorrect lancet size, cannot be ruled out as a cause for the unexpected results. No lot number was provided. The issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.